Event description:
It was reported during the a stent-assisted embolization procedure, during the delivery process it was observed that the three radiopaque markers on the head end of the stent were misaligned, with the markers appearing both in front and behind within the microcatheter under digital subtraction angiography (dsa). Although the stent could still be pushed forward, there was resistance when pushing the guidewire. Finally the physician withdraw both the subject stent and the microcatheter together. The procedure was concluded without clinical impact to the patient.

Event description:
It was reported during the a stent-assisted embolization procedure, during the delivery process it was observed that the three radiopaque markers on the head end of the stent were misaligned, with the markers appearing both in front and behind within the microcatheter under digital subtraction angiography (dsa). Although the stent could still be pushed forward, there was resistance when pushing the guidewire. Finally the physician withdraw both the subject stent and the microcatheter together. The procedure was concluded without clinical impact to the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned in plastic glove. The introducer sheath and stent delivery wire (sdw) were not returned for analysis. The 3 marker bands were present on both ends of the stent and none of them were turned back into the lumen of the stent. All appeared to be secure and were normal in appearance. The stent was badly deformed and was also broken/fractured near the proximal (closed cell) end. Functional testing was unable to complete due to the sdw and sheath not being returned for analysis and the stent being returned in a deployed condition. The as reported event of the ro marker band misaligned was not confirmed during visual analysis. The reported sdw friction and stent migration inside catheter could not be replicated as the stent was returned in a deployed condition and it was the only component returned for analysis. However, the analysis results are consistent with the reported event. The returned part of the device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'after the access was established, a stent was delivered through the pre-shaped microcatheter . During the stent delivery process, it was observed that the three radiopaque markers on the head end of the stent were misaligned, with the markers appearing both in front and behind within the microcatheter under imaging. The tip of the stent delivery guidewire, which was the radiopaque area, had shifted to a position in the middle of the stent. Although the stent could still be pushed forward, there was resistance when pushing the guidewire. Finally, the operator decided to withdraw both the stent and the microcatheter together. Considering the delay of the surgery and the increased difficulty of reselecting a2 vessel, it was observed for 40 minutes without any impact on blood flow, and the surgery was concluded. After the procedure, the physician attempted to pull the stent out from the microcatheter on the table and succeeded in doing so'. In the product condition update it was reported that 'after the procedure the physician tried to pull the stent out from microcatheter, but the stent got stuck and could not be pulled out. So, he cut the catheter shaft and took the stent out.' The only part of the stent system that was returned for analysis was the stent. The stent was deformed, particularly towards the distal (open cell) end. All 3 marker bands were present on both ends of the stent and none of them were turned into the lumen of the stent. The stent was also broken/fractured near the proximal end. Neither the introducer sheath nor the stent delivery wire were returned for analysis. Note: if the stent is transferred successfully and without difficulty into the lumen of a recommended microcatheter, there is no obvious reason why the marker bands should move position from the proximal and distal ends of the stent. One possible reason for the ro marker bands on the distal end (head) of the stent not being correctly aligned may be due to the introducer sheath not being correctly positioned inside the microcatheter hub prior to stent transfer. If the sheath moved proximally prior to stent transfer from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap caused by the proximal sheath movement. The user will then experience increased resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent. An assignable cause of procedural factors has been assigned to the as reported event of sdw friction and stent migration inside microcatheter and to the analyzed damage of stent deformed and stent broken/fractured during use as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during preparation/stent transfer/use. An assignable cause of not confirmed has been assigned to the as reported event of the ro marker band misaligned.